Event description:
Patient was tested on suspect device and reported the following inr results: 1.1, 1.2 and 1.6 corresponding lab comparison resulted in 2.4 3.2 and 3.5 respectfully. Patient to be retested.

Manufacturer narrative:
Per tr 0150, the calculated mean of the iratio meter and comparative system inr is 1.75. The confidence limits for this mean are 1.2-2.3 the reported inr values frome the complaint were 1.1 and 2.4 both values are considered discrepant within the context of the documented variability for inr testing. Further testing is required. The confidence limits for the 2.2 mean ar e1.4-3.1 the reported inr values from the complaint were 1.2 and 3.2 both values are considered discrepant within the context of the documented variability for inr testing further testing is required. The confidence limits for the 2.55 mean are 1.6-3.4 the reported inr values from the complaint were 1.6 and 3.5 both values are considered discrepant within the context of the documented variability for inr testing.further testing is required.

Event description:
Pt was tested on suspect device and reported the following inr results: 1.1, 1.2 and 1.6. Corresponding lab comparision resulted in 2.4, 3.2 and 3.5 respectfully. Pt to be re-tested.

Manufacturer narrative:
Per pr 0103, strip accuracy is determined by comparing the inr value obtained from the mla (reference system) to the inratio inr values from patient testing. The allowable difference between the inratio inrs and the mla inrs are as follows: if the mla inr is <2.0, then the allowed difference is +/- 0.5; if the mla inr is 2.0 -4.5, then the allowed difference is +/- 1.0. Strip accuracy results: see scanned table.